Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked on lower right front edge and right case was cracked. Invalid syringe size duplicated during syringe test. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be a contaminated size pot causing size out of calibration. Fluid entered through the barrel clamp assembly. Failed syringe size verification. Actions were taken to mitigate the reported issue: replaced size pot including barrel clamp rod . Performed power up process and device passed all the test.

Event description:
It was reported that the pump had a bad size sensor. No patient injury was reported.